Event description:
No RMA was issued, the device is not expected to be returned. A pt status post pituitary tumor removal devdloped a cerebral spinal fluid leak and a lumbar drain was placed. In 2003 the pt had positive cerebral spinal fluid for cryptococcus uniguttilatus. The pt was asymptomatic and did not require treatment. The device was identified as a lumbar drain, no lot number or device number was identified. A review of the customer account purchase records identified device as the lumbar drain purchased by this facility.